Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that his one touch ultra meter would not power off. The medical affairs specialist spoke with the pt 4 days later to obtain/verify info. The pt tests once a week. He had been unable to test during the time of concern, since the display was frozen. He was not experiencing any symptoms of high or low blood glucose levels at the time of testing. The reporter mentioned that he received medical attention by a medical professional; however, no treatment was actually received. The pt confirmed that he never contacted or visited a physician while the issue persisted. The pt experienced no symptoms of high blood glucose levels and did not receive treatment. Hence, there is no indication that the product contributed or caused injury. To temporarily resolve the issue, the customer svc agent walked the pt through reseating the battery and the meter powered on. This complaint is being reported as a malfunction, since, there is evidence that the product(s) meets the criteria of a medical device reportable due to an unresolved power issue.